Event description:
The consumer's wife alleges there is metal on the elevating legrests that cut into the consumer's leg, causing a serious infection.

Manufacturer narrative:
User reports her husband's legs were impacting his legrests, resulting in a leg infection. User reportedly notified their dealer regarding this incident, and the dealer allegedly modified the product in attempt to accommodate the user's needs. MFR is working with dealer and user in attempt to find a suitable product for the user's needs. This product may not be appropriate for this user. MDR filed based on alleged serious injury.

Event description:
The consumer's wife alleges there is metal on the elevating legrests that cut into the consumer's leg, causing a serious infection.

Manufacturer narrative:
User reports her husband's legs were impacting his legrests resulting in a leg infection. User reportedly notified their dealer regarding this incident, and the dealer allegedly modified the product in attempt to accommodate the user's needs. Manufacturer is working with dealer and user in attempt to find a suitable product for the user's needs. This product may not be appropriate for this user. MDR filed based on alleged serious injury. Follow-up investigation - the product evaluation concluded that the foot rests were wrapped in black tape and padding [user interface]. In addition, a metal edge was identified on the foot rests which showed signs of wear from repeated scuffing against hard surfaces. Identical product components were evaluated for similar wear on metal edges and none were identified in controlled stock. In addition, the foot rests go through a vibratory deburr to prevent raised metal edges. This issue has been classified as a user misuse/abuse error.